Manufacturer narrative:
This report is submitted on 27 august 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently underwent skin revision surgery (B)(6) 2020. The implanted device remains.